Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer¿s blood glucose level was 23 mmol/l at the time of the incident. Troubleshooting was performed and determined the insulin pump was working as designed. Explained possible cause by infusion set and/or reservoir occlusion. The reservoir will not be replaced.